Event description:
Kimura, s., ogawa, d., hayashi, m., taniguchi, h., wanibuchi, m. (2025). Parent artery occlusion using multiple short ied coils and n-butyl cyanoacrylate via a marathon microcatheter for a dissecting aneurysm of the distal posterior inferior cerebellar artery with severe flexion of the caudal loop: a case report. Cureus, 17(5), e84592. Https://doi.org/10.7759/cureus.84592 medtronic review the literature article found a case report of a patient who experienced severe headache and sought medical attention after headache did not resolve for 7 days. Computed tomography (CT) and cerebral angiography reveals a dissecting aneurysm in the telovelar tonsillar segment of the left distal posterior inferior cerebellar artery (pica) with slight left cerebellar hemorrhage. Parent artery occlusion (pao) via endovascular therapy was performed, with the plant to implant coils for embolization. However, during the procedure, due to severe flexion of the pica causal loop, the marathon microcatheter deviated out of the aneurysm, toward the basilar artery as the coil passed through pica caudal loop. The microcatheter was repositioned with the guidewire and the coil was then successfully delivered. During delivery of the second coil, resistance was felt due to the severe tortuosity of the patient's pica caudal loop and the marathon microcatheter again deviated out of position. The coil was retrieved and seven shorter coils were delivered and deployed successfully. However, the coil embolization alone did not adequately occlude the artery so mbca glue was used adjunctively to complete the procedure successfully. There was no harm or injury to the patient. Ancillary devices: traxcess 10 microguidewire, 6-fr roadmaster guiding catheter, tokai guidepost intermediate catheter, ied silkysoft coils, 13% nbca.

Manufacturer narrative:
B3. Reported event date is date article was published. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.